Event description:
Stretcher located in storage area tagged "brakes". No injury reported.

Manufacturer narrative:
Technician found the stretcher in storage tagged "brakes". Found the head brakes were engaging but not holding due to worn casters. Replaced the casters to resolve this issue.